Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during an unknown procedure performed on (B)(6) 2022. During the procedure and inside the patient, when the wire was pulled out from the sheath, multiple granular objects were extruded. The procedure was completed with the original device used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during an unknown procedure performed on (B)(6) 2022. During the procedure and inside the patient, when the wire was pulled out from the sheath, multiple granular objects were extruded. The procedure was completed with the original device used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device. Block h10: investigation results: a captivator small hexagonal stiff snare was received for analysis. Visual inspection of the returned device revealed no damages were found but the device was returned with a plastic container with a foreign material. The microscopic inspection found a few small white spheres. Functional testing was performed, and the loop could extend and retract well. The 2-in-1 connector passed dimensional testing. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of foreign material present in the device was not confirmed since there was not any foreign material inside the device. In addition, foreign material is like a few small white spheres in a plastic container. As per unit cleaning and pouch sealing if particles appeared, pick up the unit by the handle and clean it with an alcohol-impregnated applicator. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however, there was no control over how the devices were handled/manipulated in the field. As per the gfe, it was mentioned that the foreign material was aspirated with a scope and removed with a trapease, the foreign material might have been found inside the patient during the procedure. It is also important to mention that the white sphere found in the device was not part or components of the device, it could not be confirmed that the foreign material was present inside the device. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected.